Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2019-05126. It was reported that the patient experienced nerve root irritation following an implant procedure. In turn, the physician relocated the two leads to the ipg site to resolve the nerve root irritation. Further surgical intervention may take place to address the issue. Note: since it is not known which device was causing the issue, all possible devices are being reported on.

Manufacturer narrative:
The physician relocated the two leads to the ipg site to resolve the nerve root irritation. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.